Event description:
MFR received a report of a seven yr old bed being involved in a fire which resulted in a pt death. The fire investigators findings have not been confirmed and are being forwarded to a second lab for eval.